Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine. Approximately one year later the patient ¿developed granulomas.¿ biopsy was not provided. The patient was treated with ¿hyaluronidase, recommends corticosteroids, and makes a plaque to confirm that the hyaluronic acid is in the injected area.¿ the patient is ¿developing unfavorably.¿ the hcp is seeking treatment guidance. The symptoms are ongoing.